Event description:
The physician reported the dyonics rf-s dynamo 90 degree probe handle became hot intra-operative. There were not reported injuries to the user or the patient. No additional information was provided.

Manufacturer narrative:
The patient's age and gender have been requested but were not received. Reference manufacturers report(s): 3006524618-2012-00311.